Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had a failed battery test alarm on their insulin pump. Customer also reported they suspended the insulin pump, but insulin continued to drip. Customer's blood glucose was unknown at the time of the call. Customer reported waking up to a blood glucose of 71 mg/dl. Troubleshooting did not find any damage or corrosion to the customer's battery compartment or battery cap's contacts. It was found the customer received a failed battery test alarm at the end of troubleshooting. The customer was advised to monitor the insulin pump while a replacement battery cap was being sent. Customer declined to return the product for analysis.